Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the angulation in the up direction was out of standards due to the angle-wire being worn, the gap on the up down knob is out of standards due to the angle-wire being worn, the bending section cover adhesive was broken, the connecting tube was corrugated, the light guide lens was discolored, the grip was discolored, and there was corrosion on the electrical connector and the ultrasonic connector due to water leakage. The investigation is ongoing. The event date was not specified, however, was estimated to be the same day the olympus field service engineer received the complaint. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope experienced a leakage from the distal end. The issue was found during preparation for an unspecified diagnostic procedure. The intended procedure was completed with a similar device. There was no reported patient harm or procedural delay. The device was returned for evaluation. During the device evaluation, the acoustic lens was found to be peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the acoustic lens was found to be peeled off due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. The event can be detected/prevented by following the instructions for use which state: ¿caution. Do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result. Do not touch the electrical contacts inside the electrical connector. Ccd damage can result. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ olympus will continue to monitor field performance for this device.